Manufacturer narrative:
(B)(4). Device evaluation: complaint device was returned for evaluation and visual inspection at 10x microscope magnification was performed. The lens was observed cut in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal or explant process. Residue of viscoelastic (ovd) was detected. There was no product deficiency allegation against the lens. The complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected . A review of the complaints related to the production order was performed and the results revealed that this is the only investigation request issued for this po. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a customer was unhappy after implantation of a z9002 intraocular lens (iol). The iol was exchanged with other diopter. No further information was provided.